Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The noise could not be reproduced in clinic with isometrics. No intervention was required at this time. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information noted, a vibratory alert was received for low impedance on the atrial lead. The low impedance could not be reproduced with impedance test in the clinic. The lead continued to exhibit noise. The device was reprogrammed.